Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and lesion crossing difficulties were encountered. In 2005 the target lesion was a 95% concentric area in the proximal right coronary artery (rca). This lesion was followed by a previously implanted patent stent in the mid segment of the rca then followed by a severely calcified lesion in the proximal rca. Successful percutaneous intervention (pci) to the proximal rca was done by using the taxus express2 3.0 x 24 mm drug eluting stent. Then percutaneous transluminal coronary angioplasty was performed on the lesion in the post descending artery (pda) using different balloon sizes at high pressure (including a 3 x 20 mm). When the stent was introduced, it failed to cross the lesion and unfortunately dropped from the balloon and the proximal struts were damaged. The stent was withdrawn. There were no reported pt complications.